Manufacturer narrative:
Section b1: report type corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported knocking feeling and sound could not be confirmed, and a specific cause could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported right heart failure and ascites could not be conclusively determined through this evaluation. The submitted log files showed the system operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure. This section also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value in order to contribute a flow disruption that in some ways mimics native cardiac contractility. This artificial pulse ¿beats¿ 30 times per minute, asynchronously with the heart. 2000 rpm above and below low speed limit. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient sometime felt their left ventricular assist device (lvad) "knocking" around in their chest when turning to the side. The patient experienced this for approximately 2 months. On exam, when auscultating the apex of the heart the lvad was did not exhibit any unusual sounds. When the patient laid on their right side, rocks from the side to side the lvad audibly and palpably appeared to lurch or knock. There was no perturbation in flow or settings and the pump itself was audibly running during the episodes. At the time of reporting, the patient was admitted to the hospital with a sizable amount of abdominal ascites, the onset of which corresponded to the onset of the knock. It was theorized that perhaps the rotor could be off axis and so the driveline was briefly disconnected from the system controller and power to allow the rotor to cling to the side before being returned to power. The log files from before and after the pump was removed from power were submitted for evaluation. In the interim, a non contrast computed tomography (CT) scan was recommended to assess the positioning of the pump itself. The event log file from before the disconnection contained no unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file. The log file from after the disconnection contained alarms associated with the driveline disconnect on (B)(6) 2024 at 1756. The pump resumed normal operation following this event. The log files provided did not provide any insight in the reported "knocking" sensation. Based on the data visible in the provided log files the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that no definitive reason was discovered for the knocking sound. The cause of the ascites was likely volume overload leading to increased right heart failure. The knocking sound the ascites slightly improved following the second paracentesis. Cardiothoracic surgery was to review computed tomography (CT) images.